Event description:
Consumer questioning accuracy of the meter. Analysis run on clarke error using reported competitive readings (327) as ref. Point vs. Bd reading (22) yielded data points in "e" range of the gird, outside acceptable range.